Event description:
It was reported that the filter part of a twinstar 8 hme and filter separated while hooked up to the pt and that this resulted in an extubation.

Manufacturer narrative:
The concerned filter was just received for investigation. Investigation results will be reported in the follow up report.